Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.0/+2.5/090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2017 but the problem was not resolved and the lens was explanted. The lens was exchanged with a different type of lens (different manufacturer).

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a micro centrifuge vial with clear surgical residue on the product. Visual inspection found the lens missing a piece of its haptic and presence of residue on the lens surface. (B)(4).